Event description:
It was reported that patient enrolled in a clinical study underwent bilateral hip arthroplasty on (B)(6) 2005. Subsequently, a left hip revision procedure was performed on (B)(6) 2012 due to acetabular cup loosening, metallosis, elevated metal ions and necrosis. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Additional information was received in revision operative notes confirming details of the left hip revision procedure as well as product identification on what was explanted. The device listed in this report remains implanted on the right side. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2013-01369, 02052, 02678 & 02679).